Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset, and was treated with vancomycin injection (1 gm, intraperitoneal, frequency and duration were not reported) and meropenem injection (250 mg, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.